Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary solution container. The primary tubing set was being used to deliver an unspecified solution. A secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified antibiotic at a rate of 100ml/hr. The primary solution container was lowered below the secondary solution container using one extension hanger. After an unspecified length of time in use, the nurse noted the secondary solution was flowing into the primary solution container. It was reported the unspecified antibiotic was then delivered through the primary tubing set. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.